Manufacturer narrative:
This event is reported under (B)(4). Once investigation is completed a final report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that outside of surgery at the distributor a bug was found on the product. No patient involvement was noted. Diligence is complete.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as there was no debris within sterile packaging. The initial medwatch was sent in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported as there was no debris within sterile packaging. The initial medwatch was sent in error and should be voided.